Manufacturer narrative:
Corrected data: b5: should be corrected to state "the reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens of -10.0/2.5/089 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was exchanged for a longer length lens on (B)(6) 2022 due to low vault. The problem was resolved." D4: should be corrected to vticmo_12.1. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -10.0/2.5/089 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. Reportedly, "issue resolved."